Manufacturer narrative:
D10 concomitant product: gs-834, gs-834 sofsilk* 0 blk 75cm v20 x36 (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic bariatric with abdominal lavage procedure, two sutures were used, and both needles detached while being removed from the abdomen through a trocar and fell into the patient's cavity. They were retrieved with a laparoscopic grasper. There was no patient injury.